Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Components were explanted due to infection.

Event description:
Components were explanted due to infection.

Manufacturer narrative:
The following other devices were also listed in this report: tritanium bplate triathlon s6; cat# 5536-b-600; lot# ee8dk; triathlon p/a cr beaded #6l; cat# 5517-f-601; lot# eeshl; triathlon mb patella pa a38; cat# 5554-l-381; lot# efjtk1. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was retained by hospital and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.